Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for gastrointestinal/pelvic floor reported suddenly in the past two weeks they had two or three incidents/accidents, therapy wasn't working, and they weren't feeling stimulation even though stimulation was on set on program 1 at 1.0. There were no recent traumas or falls. During the call the patient programmer (pp) was used to increase stimulation to 1.4. Following this the consumer was going to monitor how their body responded, and were going to contact their healthcare provider (hcp) if the issue wasn't resolved. No further complications were anticipated.

Event description:
Additional information received from the consumer reported on the night of (B)(6) they had another ¿symptom¿ with incontinence while sleeping and they were supposed to get a ¿tracker.¿ during the call the patient programmer (pp) was used to confirm therapy was set on program 1 at 1.5 volts. Following this stimulation was increased to 1.9 volts allowing them to feel stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had experienced a loss or change of therapy. The patient stated she had a bowel symptoms return not too long ago. The patient did not feel stimulation and therapy was on. The patient increased stimulation and felt stimulation in the correct area. The patient noted they had a bowel symptoms return on (B)(6). The patient noted she did not know what circumstances that led to the sudden loss of stimulation. The patient stated increasing the stimulation resolved the loss of therapy and accidents for a while.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had another episode and their symptoms ¿were being controlled¿ last night, (B)(6) 2017. It was noted that the patient was not feeling stimulation, and therapy was not on. It was reviewed that therapy must be on to be effective; the patient was assisted with turning therapy back on and setting stimulation so it was felt at a comfortable level. It was recommended that they follow up with their healthcare provider if their symptoms didn¿t improve. No further patient complications are anticipated or expected as a result of this event.